Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a left internal iliac artery aneurysm using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). After y-graft replacement, a guiding catheter(7fr/90cm) was introduced from right side, but the left internal iliac artery entrance was a high angle s-shaped crank that made insertion difficult and unsuccessful. Attempt was made to advance the vbx device without guiding catheter, but it was unsuccessful. While the vbx device was removing, it was stuck at the entrance of the internal iliac artery and the half of the stent graft was dislodged from the balloon. After delivery catheter was removed, the stent graft was moved to inside the y-graft using snare, and the stent graft was deployed inside the y-graft. No adverse consequence reported.